Event description:
It was reported that the insulin gauge was inaccurate additionally it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose (bg) ranged from 22- 230 mg/dl customer declined to provide any further information on the low bg. Reportedly, the customer will use the current pump until replacement arrives.